Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21020. It was reported during the patient's permanent procedure, the stylet got stuck in one of the leads and would not come out. As a result, the physician cut the stylet and left it in the lead. The procedure was completed with the same lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.